Manufacturer narrative:
Physio-control evaluated the device and verified the reported service wrench and logged event codes, but did not verify the reported loss of power.  After evaluation, the device was sent to be scrapped and was not returned to the failure analysis center for further evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this issue to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent reported to physio-control that the device from one of their customers had the service wrench icon in the readiness display. The device had logged multiple event codes into its memory. During device evaluation, the third-party service agent observed that the device powered off when they charged defibrillation energy at 360 joules.  There was no patient use associated with the reported event.